Event description:
It was reported that the tip of the wand broke. Details regarding if and how the procedure was completed were not available. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.